Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that the patient was admitted in the hospital due to the presence of a cardiac pacemaker. The pacemaker had been implanted nearly for two years. There is reasonable evidence suggesting that there was a device malfunction that caused the pacemaker to be explanted at a surgical intervention along with the right atrial lead and the right ventricular lead. At this time there is no evidence of a malfunction related to the leads. The whole system has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that the patient was admitted in the hospital due to the presence of a cardiac pacemaker. The pacemaker had been implanted nearly for two years. There is reasonable evidence suggesting that there was a device malfunction that caused the pacemaker to be explanted at a surgical intervention along with the right atrial lead and the right ventricular lead. At this time there is no evidence of a malfunction related to the leads. The whole system has been returned for analysis. No additional adverse patient effects were reported.